Event description:
The customer reported her blood glucose reached 477 mg/dl less than 10 hrs after the pod was activated.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all accepted criteria.